Event description:
During the procedure, the white teflon pad detached from the scalpel and was found in pt surgical site. The teflon pad was removed from the pt.

Manufacturer narrative:
At the time of this report, the investigation of the returned device was still in progress.